Event description:
It was reported that a dexcom g7 sensor disconnected from the ilet device, resulting in intermittent communication and failure to maintain a paired connection; the agent guided the user to toggle the sensor switch, restart the sensor, and reattempt pairing using the provided pairing code. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet resulting in intermittent communication failure, with involvement of the device¿s electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.